Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent foreshortening occurred. The target lesion was located in an unspecified vessel. When the physician deployed the promus element stent, foreshortening at the proximal end was observed. The stent "shortened in the artery by a few mills". The stent was successfully deployed. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.